Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error and will not power on. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval? Returned to manufacturer on, and device eval by manufacturer? A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a system error on the point of care unit (pcu) when power on was confirmed to be due to a defective logic board. Functional testing was performed by temporarily swapping the suspect pcu logic board with a known good logic board from a laboratory pcu. It was observed that no further system errors were displayed on the suspect pcu after power on. Additional testing was performed by installing the suspect logic board into a known good laboratory pcu. The system alarmed system error 133.6100 after the power up sequence, confirming a faulty logic board. Review of the pcu error log identified nineteen (19) backup speaker power supply malfunctions with code 133.6100.0 from (B)(6) 2024 to (B)(6) 2024. This error was displayed after every power up sequence. The suspect pcu event log showed that on (B)(6) 2024 at 1:54 am, the system was powered on and the device displayed error for backup speaker power supply malfunction. The user proceeded to power down the unit. This process was repeated for 18 more times until (B)(6) 2024, when it was last powered on. Internal and external inspection of the suspect pcu did not identify any irregularities. The technical service manual for the pcu and pump module v12.3 recommends replacing the logic board when error 133.6100 displays on the screen after power up. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pcu module s/n: (B)(6). (W/o: (B)(4)). Please replace logic board. Device opened for investigation. Please re-torque all screws. Incidental finding: missing battery foot. Install foot. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error and will not power on. There was no patient involvement.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of a system error on the point of care unit (pcu) when power on was confirmed to be due to a defective logic board. Functional testing was performed by temporarily swapping the suspect pcu logic board with a known good logic board from a laboratory pcu. It was observed that no further system errors were displayed on the suspect pcu after power on. Additional testing was performed by installing the suspect logic board into a known good laboratory pcu. The system alarmed system error 133.6100 after the power up sequence, confirming a faulty logic board. Review of the pcu error log identified nineteen (19) backup speaker power supply malfunctions with code 133.6100.0 from (B)(6) 2024. This error was displayed after every power up sequence. The suspect pcu event log showed that on (B)(6) 2024 at 1:54 am, the system was powered on and the device displayed error for backup speaker power supply malfunction. The user proceeded to power down the unit. This process was repeated for 18 more times until on (B)(6) 2024, when it was last powered on. Internal and external inspection of the suspect pcu did not identify any irregularities. The technical service manual for the pcu and pump module v12.3 recommends replacing the logic board when error 133.6100 displays on the screen after power up. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pcu module s/n: (B)(6) (w/o: (B)(4) please replace logic board. Device opened for investigation. Please re-torque all screws. Incidental finding: missing battery foot. Install foot. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error and will not power on. There was no patient involvement.